Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and required assistance to treat a blood glucose (bg) level. It was not reported if the customer experienced a high or low bg level. Reportedly, the customer was released from the ER the same day they went. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.